Event description:
It was reported that the patient presented in the emergency room with a headache and feeling very lethargic. The patient was also confirmed to have bradycardia. Numerous attempts to interrogate the pacemaker failed. Premature battery depletion was suspected but could not be confirmed due to an inability to interrogate the device. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.